Event description:
A customer reported an issue with a pump malfunction, specifically related to a malf 16 field correction notice. Despite the malfunction, there was no adverse impact on the customer's blood glucose level, as their levels did not exceed 500 mg/dl (27.7 mmol/l). The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.